Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation(fallopian tubes)'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('pregnancy (stillbirth or miscarriage)'), genital haemorrhage ('abnormal heavy bleeding/abnormal bleeding(general)') and parathyroid tumour ('tumor / teratoma / cancer type: parathyroids') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff didn¿t undergo essure confirmation tests". The patient's medical history included scoliosis and pregnancy ((B)(6) 1999, (B)(6) 2002, (B)(6)2004, (B)(6) 2005, (B)(6) 2007, (B)(6) 2009, (B)(6) 2010.). Concurrent conditions included overweight. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), 10 days after insertion of essure. In (B)(6) 2010, the patient experienced dysmenorrhoea ("severe abnormal menstruation pain"). In 2012, the patient was found to have parathyroid tumour (seriousness criterion medically significant) and experienced nephrolithiasis ("kidney stones"). In 2013, the patient experienced back pain ("severe back pain"), allergy to metals ("nickel allergy/allergic or hypersensitivity reaction type:nickel"), headache ("headaches"), anxiety ("anxious"), depression ("depressed"), mitral valve prolapse ("blood or heart disorder/condition type: mitral valve prolapse"), tooth disorder ("dental problems"), mood swings ("hormonal changes describe: mood swings"), urinary tract infection ("uti"), fungal infection ("infection (bladder/urinary tract/vaginal) type: yeast"), migraine ("migraines / headaches"), abdominal pain ("abdominal pain") and chest pain ("chest pain"). In 2015, the patient experienced pelvic pain ("severe pelvic pain/ pain: other"), fatigue ("fatigue") and cholelithiasis ("gall stones") and was found to have weight increased ("weight gain/loss specify: weight gain"). In 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("prolonged menses"), abdominal pain lower ("severe lower abdominal pain/severe abdominal cramping"), dermatitis allergic ("rashes/ allergy: rash/skin condition"), pruritus allergic ("itching/ allergy: rash/skin condition"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), weight fluctuation ("weight fluctuations"), dyspareunia ("dyspareunia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and nervous system disorder ("neurological conditions or problems"). The patient was treated with surgery (other-tubal ligation). Essure was removed on (B)(6)2018. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, abortion spontaneous, parathyroid tumour, menorrhagia, abdominal pain lower, pruritus allergic, vaginal discharge, vaginal infection, headache, weight fluctuation, dyspareunia, anxiety, depression, bladder disorder, urinary tract disorder, mitral valve prolapse, tooth disorder, mood swings, migraine, nervous system disorder, weight increased, cholelithiasis and nephrolithiasis outcome was unknown, the genital haemorrhage, dysmenorrhoea, pelvic pain, back pain, fatigue, abdominal pain and chest pain was resolving and the allergy to metals, dermatitis allergic, urinary tract infection and fungal infection had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, allergy to metals, anxiety, back pain, bladder disorder, chest pain, cholelithiasis, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, mitral valve prolapse, mood swings, nephrolithiasis, nervous system disorder, parathyroid tumour, pelvic pain, pregnancy with contraceptive device, pruritus allergic, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: plaintiff sought treatment on multiple occasions for symptoms. It is likely that she will need to undergo surgical intervention as a result of her essure implants. Discrepancy noted essure insertion date (B)(6) 2010. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Most recent follow-up information incorporated above includes: on 4-dec-2019: pfs received. Case becomes an incident. New events added: perforation(fallopian tubes), pregnancy (stillbirth or miscarriage), bladder or urinary problems or changes, mitral valve prolapse, dental problems, mood swings, uti, yeast infection, migraines / headaches, neurological conditions, problems, device ineffective, parathyroid, abdominal pain, weight gain, gall stones, kidney stones, chest pain, plaintiff didn¿t undergo essure confirmation tests. Concomitant conditions, medical history, were added. Patient's information was updated. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.